Event description:
As reported by legal, approximately 9 years post op the initial left tka, this male patient was experiencing pain in his left knee and will likely proceed with a revision surgery to remove the recalled optetrak device.

Manufacturer narrative:
Additional information d8 e3/e4 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. H6.